Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the asymptomatic patient's implantable cardioverter defibrillator exhibited oversensing due to electrocautery. The device charged but the shock was aborted due to low defibrillator impedance reading and over current detection caused by the electrocautery. Post-procedure defibrillation impedance was normal. Patient would continue to be monitored.

Event description:
New information received noted that the patient was seen in clinic for regular follow up. The patient recalled that on (B)(6) 2018, a magnet was taped to his device to disable high voltage therapy for the unrelated procedure requiring the use of electrocautery. An external defibrillation was then applied directly on top of his device later in the same procedure. Upon interrogation of the device, the previously reported over current detection alert was noted. The device and leads were tested and was functioning normally. No further complications were reported.